Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a one week post operative follow up visit, this right ventricular lead displayed increased threshold and decreased amplitude measurements. Lead dislodgement was suspected, however, not confirmed per x-ray. A revision procedure is intended in the near future. The patient with this lead is pacing dependent.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Additional information was received. A revision procedure was performed. Fluoroscopy did not confirm this lead was dislodged, however the lead had stretched and the sutures were loose on the suture sleeve. It was still thought this lead had dislodged. The lead was repositioned and normal measurements were obtained.